Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported unspecified higher scan result on the adc device in comparison to a glucose reading on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness. The fire department was called and provided unspecified treatment to the customer. There was no report of death or permanent impairment associated with this event.